Event description:
Per the clinic, the fixture and abutment were explanted on (B)(6) 2015, due to ongoing skin issues.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
Correction: the correct implanted date is (B)(6) 2013, and not july 08, 2015 as previously reported. This report is filed september 7, 2015. Device not yet received by manufacturer.